Event description:
Customer reported a malfunction on the pump with a malfunction code of malf 12, and the pump could not be reset despite multiple attempts. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as backup therapy.